Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were placed into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, vaginal discharge, and urinary incontinence. It was reported that the patient underwent excision of mesh and reapproximation of vaginal epithelium over the mesh on (B)(6) 2013 by (B)(6).